Event description:
The hosp reported that after a multiple coronary artery bypass procedure performed on the descending aorta, the patient was determined to be paraplegic. After the completion of the first graft and after the seal was removed, severe bleeding from the "suture line" was noticed. The surgeon was unable to fix the bleeding and a full cross clamp was applied to the aorta to repair the hole with a patch. The surgeon does not know the cause of the bleeding. For the second graft, the surgeon went lower on the descending aorta. When he deployed the heartstring he saw a proline tear from what he believed to be caused by the heartstring spring opening quickly. A full cross clamp was applied to make the repair and reorient the vein. The surgeon stated that there was not much room to work with for repair. The patient's blood pressure dropped when the aorta was unclamped. No additional info has been reported by the hosp. This report is for the second incident for the second graft.